Event description:
A caller reported an issue where they did not see drops of insulin at the end of the tubing during the fill tubing step of the load sequence for their tandem mobi pump. There was no adverse impact to the customer's blood glucose level. Customer technical support (cts) instructed the caller to continue filling the tubing until the total amount equaled 30 units and to disconnect the tubing at the t:lock before filling. Cts then guided the caller through replacing the cartridge and completing the load process. After these steps, the caller was able to see drops of insulin at the end of the tubing, and they successfully resumed insulin delivery.